Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent overload fault error message. This error causes the system to shut down resulting in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.